Manufacturer narrative:
(B)(4). The device was manufactured september 30, 2013 ¿ october 1, 2013. Evaluation summary: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection revealed markings located on the exterior surface of the bladder near the rupture line. The reported condition was confirmed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is anticipated. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of one infusor elastomeric device ruptured during filling. This device was being manually being filled with an unknown solution via syringe. This event was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue.